Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 475mg/dl, and her blood glucose was treated with an insulin drip. The customer stated that she changed the infusion set before her admission and noticed that the cannula was bent. The customer experienced nausea and vomiting. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found no delivery alarms. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was bent. The caller mentioned that she changes the infusion set and reservoir every three to four days. Reminded the customer to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.